Event description:
It was reported that the customer broke her belt clip. Her blood glucose was unk at the time of reporting, but had been 400 mg/dl at last reading. No equipment is being returned. No additional info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.